Event description:
The reporter stated that reporter did back to back blood glucose tests, within 10 minutes, using separate finger sticks. Reporter's results were 8 and 159 mg/dl. Reporter did not have any symptoms. On follow up, the reporter stated that reporter always check the confirmation dot, and cleans reporter's meter on a regular basis. Reporter's technique of applying blood is accurate. A control solution test was in range. No harm was alleged.